Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock and tubing. The customer's blood glucose level was 304 mg/dl and it was addressed with a correction bolus. The customer primed the air bubbles out and declined troubleshooting with tandem's technical support.